Event description:
Patient had topography guided lasik on (B)(6) 2017. On (B)(6) 2017 we were informed by our affiliate that patient had striae and a slightly displaced flap. Patient is rtc today (B)(6) 2017 to rectify the developments on the os. Flap lifted, bed scraped, flap repositioned, stretched, bcl placed. No complications. Ref MFR #3003288808-2017-00690.